Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal procedure in mitral position where a slda (single leaflet device attachment) occurred post-procedure. The index procedure was completed, and mr (mitral regurgitation) was reduced from severe to mild. Slda occurred post-procedure. Noted was severe chordal density all around the grasping area. Mr was increased to moderate. A re-intervention occurred, placing an additional device. Procedure was completed, and mr reduced to trace.